Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the patient was found to have ischemic colitis on post-operative day 2. As a result of the ischemic colitis, the patient underwent an open colon resection procedure. The site was unsure if the ischemic colitis was related to the patient's history of diverticulitis. On (B)(4) 2013, intuitive surgical, inc. (Isi) contacted the clinical sales representative (csr). The csr was not present during the surgical procedure. However, the csr stated that there was no report from the site that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure. According to the csr, the patient came back to the hospital on post-op day 2 with complaints of abdominal pain after being discharged from the hospital. The csr also stated that a colostomy was created during the open resection procedure. The csr did not know the current status of the patient. The csr stated that after the event occurred, an isi field service engineer (fse) performed a field evaluation at the site on an unspecified date. According to the csr, the fse and the site's biomed department evaluated the da vinci system involved with this complaint and no issues were found.

Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the post-operative complication(s) experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the patient was found to have ischemic colitis after undergoing a da vinci myomectomy procedure and a bowel resection was performed. However, at this time, the cause of the ischemic colitis is unknown.